Event description:
On (B)(6) 2013, it was reported to defibtech that during a rescue attempt, the user attached the defibrillation electrodes to the pt and they received a connect pads warning. They also reported that when they tried a second pair of defibrillation electrodes they received the same connect pads warning. No pt info was available for the rescue attempt.

Manufacturer narrative:
Method - the electronic history file from the actual AED involved in the incident was evaluated. Based on this eval, defibtech has requested the customer to return the AED and defibrillation electrodes to aide in the investigation. To date, neither the device nor the pads have been received. The investigation remains open.